Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2020; 694765 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capped and replaced for an unknown reason. Follow-up was attempted to obtain the relevant information, however no additional details are available at this time. No patient complications have been reported as a result of this event.